Manufacturer narrative:
A root cause could not be determined with the information provided. Further details were requested but not provided. It was noted that comparisons between manufacturer's assays are not recommended, which is covered in the package labeling.

Manufacturer narrative:
This event occurred in (B)(4). The specific part number involved in this event was requested but not provided.

Event description:
The customer alleged they received a questionable parathyroid hormone (pth) result on their e601 analyzer. The specific date of this event was requested but not provided. The customer reported that a patient's pth results had reduced from (B)(6) pg/ml to (B)(6) pg/ml in a two week period. The sample that produced the value of (B)(6) pg/ml was returned for investigation. The sample was tested on a cobas e411 analyzer and the result was (B)(6) pg/ml. The sample was sent to a commercial laboratory and tested on an access analyzer. The result was (B)(6) pg/ml. Information on whether any of the results were reported outside the laboratory was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The pth reagent lot number and expiration date were requested but not provided.